Event description:
The customer reported an elevated troponin I (access accutni+3) result, above the normal reference range, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 600 access immunoassay system. The elevated result was released out of the laboratory. As a result, the patient was transferred to the telemetry trauma unit, had an electrocardiogram (ECG) performed, which was negative. There has been no report of any additional treatments or current patient outcome to date. The customer reanalyzed the sample, on an alternate unicel dxi 600 system, and obtained a lower result, but above the normal range. A second sample was retrieved from the patient and analyzed on the original instrument and generated a normal result; the sample was reanalyzed, on the same instrument, and also generated a normal result. The patient's samples were collected in becton dickinson (bd) vacutainer plastic separation tubes (pst) and centrifuged at 3,500 rpm (rotations per minute) for ten minutes, at room temperature. Primary collection tubes are analyzed directly on the instrument, loaded through the unicel closed tube aliquoter (ucta). The customer indicated all system parameters (including quality control, calibrations, and precision test) were within assay and instrument specifications. The instrument was in operation.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.